Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer's blood glucose level was 95 mg/dl at the time of incident. The customer reported that the insulin pump was not dropped. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with detached end cap. Unable to confirm the compromised force sensor system alarm or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. Pump had loose/protruded drive support disk, cracked case at display window corners, cracked reservoir tube lip, minor scratched and cracked display window, missing end cap sticker and stained address / serial number label.